Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The patient was seen in clinic and reported that their symptoms, urgency frequency and urge incontinence, had returned 3 weeks prior. Troubleshooting included interrogating the ins which showed a longevity estimate of 1.6 months; this was noted to be a low battery reading. It also showed that their therapy settings on program 1 were: 3+/0-, with 2.5v amplitude, 14 hz rate, 210 us pulse width, cycling off, and a therapy impedance of 19 ohms. The rep changed the patient¿s program to c2 and the patient felt stim in their bicycle seat area at 0.4. It was noted that the patient would be seen in 6 weeks to recheck their battery. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative. When asked about the cause of the low impedance of 19 ohms, the rep stated that when measuring the impedance, all values were within normal limits. The 19 ohms only shows when checking the ins. The cause of the low battery longevity was not determined. It was noted that no other actions were taken to resolve the issue; the patient had not been seen back in clinic. No further patient complications are anticipated or expected as a result of this event.